Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump delivered 20 units of insulin without user interaction. Blood glucose (bg) level was 197 mg/dl. Review of the pump data logs by tandem technical support verified that the pump touchscreen was unlocked by the customer and a bolus of 20 units was requested and delivered. The contact acknowledged the event had occurred due to user error and reported that the pump was functioning as intended. Although requested, the customer declined a follow-up from tandem technical support to ensure bg level remained within target range.